Manufacturer narrative:
Date of birth: (B)(6) (exact date is unknown). Initial reporter phone: (B)(6).

Event description:
It was reported that the patient was admitted due to the right lead lifting, it was assessed as moderate in severity. The clinical site indicated there was no issue with the lead but it was assumed that the lead was placed too low. The patient underwent a revision procedure of the lead, and it remains implanted. The patient was later discharged. The event was assessed as having a causal relationship to the procedure and not related to the device. Additional information was received that the patient experienced inadequate symptom control and hemi-dystonia due to the lead having been placed too low in the initial implant procedure. After the revision procedure there was a noticeable improvement of bradykinesia and rigor. The patient and the event are recovering and resolving. Imaging confirmed that the lead had to be repositioned by 3mm optimal stimulation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient, that is enrolled in the (B)(6) clinical trial, was admitted due to the right lead lifting, it was assessed as moderate in severity. The clinical site indicated thee was no issue with the lead but it was assumed that the lead was placed too low. The patient underwent a revision procedure of the lead, and it remains implanted. The patient was later discharged. The event was assessed as having a causal relationship to the procedure.